Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that on (B)(6) 2019 the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited diaphragmatic stimulation and programming changes were made. Sometime later, programming changes were made again to deactivate the lead. On (B)(6) 2019, the patient presented for x-ray imaging and lead dislodgement was observed. The lead was explanted and replaced. The patient's condition was stable throughout the event.